Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during post-op check, the device exhibited no sensing, no capture, high pacing lead impedance. Shock impedance values could not be obtained. The pocket was opened and a loose set screw was found. The set screw was re-tightened and no further issues were noted. Patient was asymptomatic.